Event description:
A patient stated that cycler alarmed and she turned cycler off but when she canceled the treatment she found fluid leaking inside the cassette door. There is no sample. No report of patient ill effect.